Event description:
Patient had progressive chronic incapacitating axial back pain with degenerative and facet changes. Approximately 1 year ago she underwent stabilization procedure l2 - s1, with implantation of 10 pedicle screws for fixation. Patient started experiencing persistent pain, specifically in the left lumbosacral (sacroiliac)area. A lumbar spine x-ray revealed fracture of bilateral s1 pedicle screws. Patient returned to surgery for exploration with re-fusion from l2-s1 with removal of broken s1 screws.what was the original intended procedure?spinal fusion.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.